Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the handle could be fired properly; however, it was later that the clip seam row was not closed. The defect was noticed intraoperative, and the seam was oversewed. Patient is well. No further patient information available in this case.